Event description:
The initial reporter stated they received discrepant results for two samples from one patient tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a value of 20. The result was reported outside of the laboratory and questioned. The sample was repeated on a second analyzer resulting in a value of 5.51. The sample was then repeated twice on the initial analyzer resulting in values of 9.93 and 11.7. A second sample from the same patient was repeated on the initial analyzer resulting in a value of 9. The units of measure were requested but not provided. The troponin t hs reagent lot was 640989 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The customer reported additional three patient samples with discrepant elecsys troponin t hs assay results on a cobas e 801 analytical unit. The units of measure were requested but not provided. On (B)(6) 2022, a patient sample initially resulted in a troponin t hs value of 3.14 on cobas e 801 (serial number (B)(6). The sample was repeated four times, resulting in troponin t hs values of 3.0 accompanied by a data flag,13.5, 3.27 and 3.34. The sample was repeated on a second e 801 (serial number (B)(6), resulting in a troponin t hs value of 3.79. This value was deemed correct. It was asked but it is unknown if a questionable result was reported outside of the laboratory. On (B)(6) 2022, a patient sample initially resulted in a troponin t hs value of 18.90 on cobas e 801 (serial number (B)(6). The sample was repeated three times, resulting in troponin t hs values of 30.50, 18.90, and 19.30. The sample was repeated on a second e 801 (serial number (B)(6), resulting in a value of 18.10. It is unknown if a questionable result was reported outside of the laboratory. On (B)(6) 2022, a patient sample initially resulted in a troponin t hs value of 6.010. The sample was repeated two times, resulting in troponin t hs values of 19.9 and 5.580. The result of 5.58 was reported outside of the laboratory. Medwatch field d4 has been updated.

Manufacturer narrative:
The field service engineer checked the analyzer and it is working properly. He aligned the analyzer's foam detection camera, but this adjustment is not related to the reported issue. Upon review of the pre-analytical information, a too-short clotting time for a serum tube was observed. The investigation could not identify a product problem. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.